Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. There were no button error alarms noted. The unit was received with a cracked case at display window corners, reservoir tube lip and battery tube threads. There were minor scratches on the lcd window. The insulin pump was received with broken belt clip slot. (B)(4).

Event description:
The company representative that the insulin pump alarmed button error. The reporter did not know the blood glucose reading.